Event description:
A (B)(6) customer received a blood glucose reading of 2.9 mmol/l at 6:30 am using the contour next. Hours after breakfast , at approximately 8:50 am she ran another test on the meter and received a reading of 11.9 mmol/l. She injected her usual dose of 10 units of humalog insulin. After 10 minutes she experienced hypoglycemic symptoms. At 9:45 am she recalled sitting down and then recalled nothing until 2:00 pm when she awoke, sweating profusely. Upon standing she fell to the floor but remained conscious. A friend called an ambulance and she was taken to the hospital where she was retested with the hospital meter. Her blood glucose was 2.1 mmol/l. Information regarding treatment was not provided. The customer remained in the hospital until 10:00 pm that evening. The doctor advised her to discontinue insulin and prescribed metformin. Customer was advised to return the test strips for investigation. New meter and strips were sent to her.